Event description:
During a laparoscopic hysterectomy, the harmonic laparoscopic shears broke off. The part of the shear that broke off was recovered and both pieces were taken off of the sterile field - replaced with new laparoscopic shears.